Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient over (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, pericardial effusion was not observed on the intracardiac echo (ice). The patient was stable throughout the procedure. Post-procedure while the patient was in recovery, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardium. The patient was stabilized and was transferred to the coronary care unit (ccu) for observation purposes. Extended hospitalization was required as a result of the adverse event. It was noted that the patient had a small build. The patient¿s outcome was fully recovered with no residual effects. The physician did not attribute the causality of the adverse event to the biosense webster inc. (Bwi) product. Physician is unsure on when or where the perforation occurred. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 2-8 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were respiratory gating on, max distance 2.5mm, min time 6 seconds, fot 50% & 6 grams. No additional filter was used with the visitag module. The color option used prospectively was force.